Manufacturer narrative:
The lithotripter was skipping shocks during a procedure. The patient was under anesthesia and the procedure was delayed 30-45 minutes due to active product support communication during the procedure. Product support worked with the x-ray technician onsite to correct the issue (replace a failed capacitor) and the procedure was completed without further incident. No patient injury reported.

Event description:
Lithitripter skipping shocks.